Event description:
Meter was prompting the error 1 message. The pt was incoherent, light-headed, and "couldn't get her words out too good". She attempted to test with the meter and obtained an error 1 message. She took no action to affect her blood glucose level following use of meter. She called emergency medical services. A result of 70 mg/dl was obtained on the health care professional meter 1 hour after she attempted to test with the reported meter. Emt's recommended that the pt eat something. Info was not provided regarding the pt's diabetes testing and treatment regimen. No info regarding whether the pt attempted to test with the meter prior to experiencing symptoms of hypoglycemia. The customer service agent (csa) walked the pt through retesting and the error 1 message still appeared. The error 1 message indicates there is a problem with the meter. The meter and test strips were replaced. The complaint is reported as an adverse event because the pt was unable to obtain a result on the meter while symptomatic. It is unknown whether she attempted to test prior to experiencing hypoglycemia.